Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a currently (B)(6) female pt who received super poligrip cream (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Medical history was significant for brain aneurysm in 1996. The patient said that the brain aneurysm was hereditary. On an unk date in 1991, the patient started super poligrip. At an unk time after starting super poligrip, the patient experienced neuropathy. This case was assessed as medically serious by gsk. The patient usually used super poligrip cream once a day, but if she was going out to eat, she re-applied it. This represents device misuse. Treatment with super poligrip was discontinued. At the time of reporting, the event of neuropathy was unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).